Event description:
Philips received a report from a customer that they saw a flash from the equipment room. After that the system shut down and the monitors went blank. The xper modules displayed a message about trying to connect to the host. There was no patient harm.

Manufacturer narrative:
(B)(4). The field service engineer troubleshot the system and found that the failure was due to the power tray (field representative unit). He replaced this power tray, this solved the problem.